Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of the left knee on (B)(6) 2018 revision due to loosening and poly wear. He was noted to have significant synovitis consistent with poly wear.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) loosening of both the tibial and femoral components, which damaged the bond of the implant to the bone and likely contributed to wear of the tibial insert. However, the underlying cause of the loosening cannot be determined because the implants were not returned to exactech for evaluation and no further details were provided (x-rays, etc.). (E3) initial reporter's occupation: attorney this is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00160, 1038671-2019-00161, 1038671-2019-00162, and 1038671-2019-00162. Section h11: corrections made in the following section(s): (d1) brand name corrected from optetrak to optetrak logic. (Section f) f6 and f8 were entered in error. Please disregard.